Event description:
A solyx sling system was implanted for sui. Several months after the surgery, I began having pain during sexual intercourse, that varies from very severe, stabbing pain to dull aching pain depending on positioning and angle of penetration. My husband can feel the sling and experiences pain and scratches/scabbing. This has necessitated marital behavior changes to limit the pain to the best extent possible. Urine leakage has not been completely eliminated. I am scheduled to have the mesh sling explanted on (B)(6) 2013.